Event description:
Caller alleged discrepant results using the inratio meter. Patient self testers daughter reports the following results: date: (B)(6) 2011, inratio: 3.7, lab: 6.7. Patient self tester performed a test on the inratio meter and obtained a 3.7 inr. The customer later went to the hospital for a gallbladder problem. When she got there the hospital took a law draw and the patient's inr = 6.7. The time between testing was three hours. The patient's last dose of coumadin was taken the day prior to testing.

Manufacturer narrative:
Investigation pending.